Event description:
Walker was delivered to pt. Pt notified home health 4 days later that wheels were not working properly and advised the pt to stop using the walker until it could be looked at. Pt continued to use it and fell that same day. Pt went to the emergency room on that date with a slight injury of bruise on hip. The unit has not been received for evaluation by sunrise medical.